Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of four. The patient was connected at the time of the alarm. The patient stated that the heater bag came undone due to a loose connection. The technical service representative assisted with ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.